Manufacturer narrative:
Initial MDR date MFR rec: 2017-10-17. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that the controller displayed a driveline disconnect message and exhibited an alarm. The nurse reported not observing a driveline disconnection. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed visual inspection. Functional testing revealed that the controller did not detect a driveline and generated a ¿vad stopped ¿ connect driveline¿ alarm. Further analysis found that a metal¿oxide¿semiconductor field-effect transistor (mosfet) driver was found damaged. The mosfet driver is used to drive mosfets in the motor control circuit. As a result, the faulty component caused a the controller to not detect the driveline. The controller regained functionality once the mosfet driver and diode were replaced. Based on the available information, the most likely root cause of the reported event can be attributed to a faulty mosfet driver. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller displayed a driveline disconnect message and exhibited an alarm. The nurse reported not observing a driveline disconnection. The controller was exchanged. No patient complications have been reported as a result of this event.